Event description:
The customer reported that during a gastric bypass surgery there were two areas of bleeding after the ligasure was used. The first area where bleeding occurred was during the dissection of the greater curvature of the stomach. The second area of bleeding occurred after gastrojejunal anastomosis. It was necessary to re-seal the patient tissue to correct for the bleeding. There was no tissue loss or damage. There was no delay of surgical time. There was no patient injury. The bleeding was during the operation and was corrected immediately. There was no transfusion required.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.